Manufacturer narrative:
Cmp-(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a right knee procedure, the impactor broke during implantation. There was no harm or impact to the patient.